Event description:
It was reported that the patient¿s device, which was implanted in the 70¿s, needed to be removed for an unknown reason. The manufacturing representative (rep) wanted a product manual for the physician to make an educated decision on how to treat this patient going forward if he decided to remove the system. The 3920 system was an external, adjustable pulse generator. The 3920 would then be connected to a model 4040 that would transmit energy through the skin into an implanted, epoxy potted antenna/circuit to form stimulation pulses. The physician was considering removal and the ease of removal based on implantation site. They were advised that if the lead had a lot of fibrosis they might want to just cut it and cap it and just remove the epoxy coated receiver. Insulating the cut ends would isolate it from typical emi. However, if the patient might be getting an MRI in the future, they might need to consider removing it. From the x-rays, the physician indicated the lead appeared to be implanted either on the nerve and/or wrapped around the nerve. The patient needed the system removed due to the need for an MRI. They were advised that removing just the antenna would still leave a lead in the tissue. The remaining piece of lead could have voltage/current induced on it from the MRI. As of 2015-mar-04, no actions had been taken. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received reported that the patient still had the system and it was not removed. No further action planned.